Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed troubleshooting steps changed monitor video inputs replaced the video cable observed. The customer informed tac of the event. Troubleshooting was not able to resolve the customer issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported intermittent black lines and fuzzy image during an unspecified procedure involving an olympus monitor. There were no reports of patient harm.